Event description:
Needle safety device malfunctioned and broke off, thus not covering the exposed needle. The rn gave the injection to the patient, then used the safety device to slide over the exposed needle. The rn was unaware the safety device was broken and that it had not secured the needle in the plastic housing. She placed the syringe on the gurney mattress. Later she leaned against the mattress and the dirty needle poked her in the thigh.